Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart leaving a piece inside her vaginal cavity. She manually removed the remaining pledget piece. She did not seek medical attention and she did not experience any adverse health effects.